Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery during the manual prime and when trying to change the infusion set. Customer does not recall any significant events leading to the error. Customer's blood glucose was 418 mg/dl at the time of incident. Troubleshooting was done for no delivery and when tried with a new reservoir, was able to prime with the pump.